Manufacturer narrative:
The investigation for vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-06715: d4 model number. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that nonsustained ventricular tachycardia (nsvt) occurred with a possible relationship to the impella 5.5 device used on this patient.